Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® edta 2k has been found with a loose closure the following has been provided by the initial reporter: this is a report about cap separation resulting in blood leakage. According to the customer's report, after blood collection, the hcp pulled away the tube, and the cap was separated, resulting in blood leakage/exposure.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/2/2022. H.6. Investigation: bd japan received one used samples and 15 photos were returned for investigation. The samples were evaluated by visual examination or functional testing and the indicated failure mode for closure separation with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination hemogard closure assembly and functional draw testing and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® edta 2k has been found with a loose closure the following has been provided by the initial reporter: this is a report about cap separation resulting in blood leakage. According to the customer's report, after blood collection, the hcp pulled away the tube, and the cap was separated, resulting in blood leakage/exposure.